Event description:
(B)(4). I developed pain all over my body and was later diagnosed by the (B)(6) clinic as having fibromyalgia. Also migraines, increased blood pressure, inflammatory arthritis, anemia, vit d deficiency, severe anxiety, ovarian cysts, groin pain, and insomnia all developed after having essure placed in my body.